Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced excessive no delivery alarms. Customer's blood glucose was 380 mg/dl. Insulin pump would need to be replaced.

Manufacturer narrative:
No unexpected delivery anomalies were noted during testing. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests. The pump had a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, a cracked select button on the keypad overlay, damaged keypad overlay texture, a missing end cap address label and scratches on the display window cover.